Manufacturer narrative:
User reported discrepancies between blood glucose (bg) and sensor glucose (sg) readings. Escalation analysis indicated that the observed discrepancies could be attributed to the initial post-insertion period ("early wear time"), which is described in the user guide and supported by clinical performance data as an expected phase of sensor stabilization. Customer care recommended that the user continue using the system and to calibrate when prompted. Per dms review, the user was using the system with up-to-date information.

Event description:
On march 21st 2026, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.